Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. The implantable cardioverter defibrillator exhibited backup vvi operation. The software download was performed successfully.